Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted: investigation flow: device interaction/functional visual inspection: two pieces of cercl-cable w/crimp 1.7 sst (p/n: 298.801.01, lot number: p343491) were sent to rti surgical. Visual inspection of the cables showed the cables were broken/cut/frayed. The ends of the cable appeared to have been cut. The hole radius of one of the crimps was deformed. Functional test: a functional assessment was not performed with the complaint device due to post-manufacturing damage. Can the complaint be replicated with the returned device? Replication of the complaint was unable to be perform due to the cables being returned broken/cut/frayed. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Rti performed a DHR and found that the device met manufacturing specification prior to shipping. Complaint confirmed? Yes, as the manufacturer acknowledged that this has been the only confirmed complaint involving part number, 298.801.01, failing during implantation. Investigation conclusion: this complaint is confirmed as the manufacturer acknowledged that this has been the only confirmed complaint involving part number, 298.801.01, failing during implantation. No root cause could definitely be determined for the reported complaint condition as it is unknown if the as received condition of the cables was linked to the device failing during the surgery or the cable was cut into two pieces in order to remove it post failure of the cable. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part #: 298.801.01, synthes lot #: p343491, supplier lot #: p343491, release to warehouse date: aug 28, 2019, supplier: (B)(4). Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the third implant cable system was placed, and failed. The surgeon had to remove the device and replace it. No further information was provided. This report is for one (1) 1.7mm cable with crimp 750mm-sterile. This is report 1 of 1 for (B)(4).